Event description:
Philips received a complaint by the customer on the v60 indicating that the device had an oxygen delivery problem. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed that it was an oxygen delivery problem. The diagnostic reported confirmed error code codes 1208 (oxygen not available) and error code 1111 (oxygen device failed.) Message. It was determined that the cause was the o2 solenoid valve which was replaced to resolve the reported problem.